Manufacturer narrative:
There has been a previous report received where an overheating insert malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
While using a 30k cavitron thinsert, the handpiece overheats while using this insert. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Visually inspected and verified the insert has water and vibration. The temperature of the insert is within spec. The insert was tested on a digital thermometer gauge # 6116. Due date: 07/31/19. The temperature is 85.7° degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 8) multiple unsuccessful attempts were made to obtain the patient outcome.